Manufacturer narrative:
Device evaluation: device evaluation anticipated, but not yet begun. Evaluation conclusions: a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The complainant reported that during an abscess drainage procedure, the guide wire unraveled, and the tip subsequently broke off. Approx 1 cm of wire was left in the pt's abdomen. The physician does not plan to remove the broken wire.